Manufacturer narrative:
Currently is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated that he took ten units of insulin and he wanted to know what he should do. The customer's blood glucose reading was 100 mg/dl at the beginning of the call. Paramedics were called to assist the customer. While the customer waited for the paramedics he drank orange juice and ate apple butter to treat. When the paramedics arrived, the customer's blood glucose reading was 76 mg/dl. The customer later called back and advised that he was hospitalized due to hypoglycemia. Troubleshooting was performed, and the self test passed. The customer stated that the insulin pump was beeping for no reason. Nothing further was reported.